Event description:
It was reported that the ilet stopped delivering insulin after insulin was paused, leading to sustained hyperglycemia with readings exceeding 400 mg/dl and high glucose alerts, and the user did not comprehend that the device was not dosing until insulin was resumed and supplies were changed. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention and non-medical assistance provided by a caregiver. Investigation included review of device-reported data and event history. Investigation of this case revealed that insulin delivery had been intentionally paused and the system ran out of insulin, consistent with no-delivery behavior and user-related operation, and device performance otherwise aligned with expected alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with no device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.